Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after insulin delivery stopped the prior evening when the device ran out of insulin; the user performed a supply change but insulin delivery did not resume until a subsequent cartridge change the next morning, after which delivery and glucose levels began to improve. Symptoms included elevated blood glucose without ketones. Outcomes included self-management per a ketone action plan, ongoing glucose monitoring, and eventual return to target range without hospitalization. Investigation included review of device reports and user guidance through site and cartridge changes. Investigation of this case revealed interrupted insulin delivery associated with an empty reservoir and subsequent setup error that delayed resumption of therapy, with no evidence of ketone formation or device alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.